Event description:
The patient reported that the previously working remote monitor, did not power on. Set up was verified and troubleshooting steps were taken, disconnected and reconnected the power cord; which resolved the issue and the monitor powered on. A few seconds later, a manual remote transmission was successfully completed and confirmed per patient management database. The monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working remote monitor did not power on. Set up was verified and troubleshooting steps were taken, disconnected and reconnected the power cord, which resolved the issue, and the monitor powered on. A few seconds later, a manual remote transmission was successfully completed and confirmed, per the patient management database. The monitor remains in use. No patient complications were reported as a result of this event. The monitor was returned eight months later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.